Event description:
Medtronic received information that three months following the implant of this bioprosthetic valve, stenosis of the valve was noted. Echocardiogram results revealed a peak gradient of 90mmhg and mean gradient of 50mmhg. The valve was explanted with no adverse patient effects.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, all leaflets except the free margins of all cusps were stiff due to host tissue on the outflow. The free margins of all cusps were exposed. All leaflets were intact on the inflow. All commissures were intact, but stiff due to host tissue on the outflow. Remnants of pannus remained attached along the tissue and base stitching adjacent to the left cusp, into the left right inferior coaptive area, and approximately 1 to 1.5 mm onto the left and right cusps. Tan thrombotic appearing host tissue filled and stiffened all leaflets on the outflow. An unknown amount of pannus appears to have been removed on the inflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to thrombus and host tissue overgrowth. These findings are generally considered a patient related condition. (B)(6). (B)(4).